Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, the device would not fire. No pt injury was reported. Another device was used to finish the procedure.